Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and observed water droplets on the buffer syringe plunger and bubbles from the reference valve. The fse replaced the buffer syringe, ise tubing and reference valve which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) results for two (2) patients on their au5800 clinical chemistry analyzer. The results were reported out of the laboratory, but were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.